Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0nnbg, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead.

Event description:
Information was received regarding a patient who was implanted for urinary dysfunction and gastrointestinal/pelvic floor. It was reported the patient had symptoms related to the device or therapy. The therapy really never helped the patient since implant. On (B)(6) 2015, the patient had their lead replaced because it was bent. The patient had 50% improvement maybe at times.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient still had trouble with their settings for their overactive bladder (oab) symptoms. The patient had changed to a different channel. The patient also had to turn the device off while having an MRI of the brain and then reset it. The patient had to contact 5 hospitals to locate a facility that could do the MRI with the device. In an emergency, time spent locating a facility could really be a problem. The patient thought they would have better results with the device than they've had. Overall the patient was still not satisfied with the therapy as they still had lots of frequency and was getting up 3 to 5 times a night despite avoiding caffeine, etc.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.